Event description:
It was reported that the patient had the inflatable penile prosthesis cylinder and pump components removed as the right cylinder came out or was never in the corpora. One cylinder was not in the mid glans area. New inflatable penile prosthesis cylinder and pump components were implanted. The patient was expected to fully recover.